Manufacturer narrative:
The investigation concludes that lower and higher than expected tsh results were obtained when vitros total thyroid controls lot 0910 were tested using vitros tsh3 lot 0750 and lot 0760 on a vitros xt7600 integrated system. The assignable cause of the event is instrument related issues. A review of e-connectivity for the instrument showed irs and lrs values were higher than expected, condition codes were posted on the instrument and further attention is required to optimize the instrument. An ortho field engineer is scheduled to visit the customer site and perform service actions on the vitros xt7600 integrated system. Recommended service actions to the instrument include verification of the luminometer performance, to check the state of the microwell incubator, replace the theta belt and replace the microwell reagent metering arm. Additionally, following service actions, it has been recommended for within-run diagnostic precision testing to be run to verify the performance of the vitros xt7600 integrated system. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh3 lot 0750 or lot 0760.

Event description:
The customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower and higher than expected tsh results were obtained when vitros total thyroid controls (ttcs) lot 0910 were tested using vitros tsh3 lot 0750 and lot 0760 on a vitros xt7600 integrated system. Vitros ttc lot 0910 l1, vitros tsh3 reagent lot 750 result of 0.065 miu/l versus the pi mean result of 0.1127 miu/l vitros ttc lot 0910 l1, vitros tsh3 reagent lot 0760 results of 0.062, 0.061, 0.064, 0.065, 0.060, 0.061. 0.060, 0.062, 0.061, 0.060, 0.064 and 0.061 miu/l versus the pi mean result of 0.1127 miu/l vitros ttc lot 0910 l2, vitros tsh3 reagent lot 0750 results of 2.385, 2.385 and 2.386 miu/l versus the pi mean result of 1.81 miu/l biased results of the direction and magnitude observed could lead to inappropriate physician action if patient samples were affected. The higher and lower than expected vitros tsh3 results were obtained when the customer was processing non-patient fluids. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).